Manufacturer narrative:
The subject device was returned to olympus for evaluation. Inspection and testing confirmed the reported issue. Liquid could not be injected when the slider was pushed due to compressive buckling of the needle tube. No other abnormalities that could have led to the reported phenomenon were observed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the legal manufacturer's investigation, if friction resistance between the outer tube and needle tube has increased, compressive buckling can occur when the needle is extended. A likely mechanism causing friction resistance between the outer tube and needle tube may be as follows: -the tube was coiled during the inspection for operation. -the slider was pushed in an abrupt manner. -kink of the tube. A definitive root cause of the reported event could not be determined. The subject device's instructions for use provides the following descriptions: "·straighten out the instrument before inspecting it. The instrument can be damaged if it is coiled while the handle is operated. Operate the slider slowly, otherwise the tube could buckle. Do not coil the insertion portion with a diameter of less than 15 cm. This could damage the insertion portion. When inserting the instrument into the endoscope, retract the needle into the sheath, hold the instrument close to the biopsy valve, and keep it as straight as possible relative to the biopsy valve. Otherwise, the instrument could be damaged. Insert the instrument slowly. Abrupt insertion could damage the endoscope and/or instrument. Stop using the instrument if the insertion portion bends excessively during use. This could result in malfunction, such as failing to extend the needle or inject a fluid." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported liquid did not flow through the subject device when the physician attempted to inject liquid into the mucous membrane during a procedure. The physician removed the needle from the scope and attempted to inject outside of the patient, and no liquid flowed through the needle. The device was replaced with another injection needle and the procedure was successfully completed. There was no patient harm or user injury reported due to the event. This issue happened with two devices. This report is being submitted for the issue with the second nm-401l-0423, with patient identifier (B)(6) . The issue with the first nm-401l-0423 was submitted under the medwatch with patient identifier (B)(6).